Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the probably cause was due to the use of the high-frequency instrument without maintaining sufficient distance from the tip. The event is detectable and preventable by handling device in accordance with the following IFU. 3.2 inspection of the endoscope. 4.2 using endo-therapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenoscope exhibited burn damage on the tip body and burn marks were observed on the forceps holder. There was no patient involvement.